Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es matrix drawer had failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to return medications that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the plunger in the solenoid assembly was broken. A field service engineer replaced the plunger, ran a test in hardware test application and saved the results to the desktop. Escort recovered the drawer and preventive maintenance inspection was performed. The system functioned as intended after the field service engineer repaired the device.